Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory intact (not severed). Dried blood was noted in the helix housing and tip region. Visual inspection showed an extremely stretched out helix, to the point where the helix base has been pulled through the housing. The lead passed electrical testing. Laboratory analysis was unable to confirm the reported allegations of loss of capture, high threshold measurements and failure to sense, based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures. The dislodgement allegation was not confirmed as well, laboratory observations and field report were insufficient to verify this.

Event description:
It was reported that this right atrial lead exhibited high pacing threshold measurements. Physician decided to meet with the patient and look into this lead before proceeding with a magnetic resonance imaging. The physician saw the patient and tested the lead with no sensing or capture. This lead was then explanted and replaced. It was possible that this lead was partially dislodged. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing measurements. Physician decided to meet with the patient and look into this lead before proceeding with a magnetic resonance imaging (MRI). The physician saw the patient and tested the lead with no sensing or capture. This lead was then explanted no additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added in h6 (device codes): device dislodged or dislocated. At this time, the product has not been returned. If the product is returned, analysis would be performed and this report would be updated at that time. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing threshold measurements. Physician decided to meet with the patient and look into this lead before proceeding with a magnetic resonance imaging (MRI). The physician saw the patient and tested the lead with no sensing or capture. This lead was then explanted. It was possible that this lead was partially dislodged. No additional adverse patient effects were reported.